Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s device had a power on reset (por) that appeared five days ago. The patient had been charging and using the device normally. The rep stated that they cleared the por and the impedance checks were all normal. No symptoms were reported. No further complications were reported.